Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The o2 flow control knob and the gas proportioning system were adjusted, and the unit was returned to service.

Event description:
The hospital reported that the o2 flow control knob was not controlling the flow of o2. The unit was able to deliver a hypoxic mix. The reported complaint was discovered during pre-use checkout. There was no report of patient involvement.